Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the elective replacement past (erp) indicator at each follow-up visit and that it could be cleared. At the last follow-up in june the ipg was exhibiting premature battery depletion with the erp indicator and the physician elected to explant the ipg.